Event description:
#Medwatcher #followup1 #fdamw5037061 #(B)(4). Had essure removed (B)(6), 2015 via laperscopic surgery.

Event description:
Rashes appearing all over body, bloating, weight gain, pelvic pain, heavy and long periods, lack of libido, painful intercourse, anxiety, fatigue. (B)(4).